Event description:
It was reported during a da vinci gastrostomy surgical procedure, it was noted that the vessel sealer instrument was not sealing or cauterizing. On (B)(4) 2015 intuitive surgical inc. (Isi) obtained the following additional information about the complaint: during the gastrostomy surgical procedure the surgeon began to cauterize; however, the vessel sealer was not activating a seal. The surgeon was looking for tissue effect but was unsuccessful. They tried varies amounts of tissue ranges, to activate seal. There were no error messages or audible beeps from the erbe generator. There was no patient harm, injury, and nothing fell into the patient. They moved on to another vessel sealer and completed the procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed the customer reported complaint. The backend of the plug was missing, wires were manually stripped. The functional test showed electrodes at the tips of the instrument were shortening. Due to shorting occurring at the instrument grips, it is likely the sealing function of the instrument could have been compromised. This was caused during intraoperative use. The proximal pads located between the grips, proximal to the electrodes, and distal to garage opening, can be compressed over each clamp down on tissue. When the pads became leveled or shorter than the electrodes, this allowed electrodes to make contact causing shortening. The integrated cord was cut near the backend and the plug end was missing as a result. No other damages were found.

Manufacturer narrative:
The vessel sealer instrument has been received for evaluation; however, failure analysis investigation has not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the failure analysis investigation has been completed. Based on the information provided, this complaint is being reported due to the following conclusions: the vessel sealer was not able to seal during the surgical procedure.